Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was slow. The technical support specialist stated that multiple attempts were made to follow with customer but no replay from customer. Closed the case without resolution. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system was slow and got stuck. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.